Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had an iab loop air leak and promptly replaced it with another device. No injuries were reported.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and determined the pim was faulty. After the fse replaced the pim, the equipment passed all factory-specified performance and safety test specifications.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). Event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had an iab loop leak alarm. No injuries were reported.